Event description:
The device was used during a video assisted thoracic surgery. Reportedly, after firing the blade did not cut the tissue. Another device was used to finish the procedure. No pt injury was reported.